Event description:
It was reported that following foot surgery, the screen on a pain pump unit froze while in use. The pt removed the unit without any complications and continued taking the oral medication which had been prescribed at the time of discharge.

Manufacturer narrative:
The pt discarded the device following the removal.